Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Attempts to obtain additional information regarding the use before date have been unsuccessful. (B)(4). 4076-52 implantable pacing lead 2011 (B)(6); 3830-98 implantable pacing lead 2011 (B)(6).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was implanted after the use before date on a patient in the (B)(6) study. The crt-d was removed previously for non-device related reasons. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.